Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. Allegedly, the trial component jammed in the sclerotic channel. After 20 attempts at removal, the trial component broke and only the body came out. The remaining shaft was removed with an accompanying fracture of the cortex.

Manufacturer narrative:
H6: the device was not returned for investigation. Photos were sent from the investigation team in france confirming the device to be in the condition described in the event description. The photos revealed both dovetails on the distal portion of the device have been broken off and the capture screw of the proximal body trial is fully extended.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. Allegedly, the trial component jamed in the sclerotic channel. After 20 attempts at removal, the trial component broke and only the body came out. The remaining shaft was removed with an accompanying fracture of the cortex.